Event description:
During the saphenous vein harvesting procedure, the short port balloon poped while inside the pt's leg. It was reported that due to the pt's size (obese), the pa decided to complete the procedure by performing a bridging technique. No other pt complications reported. The device is being returned as the pt is hiv positive.